Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that a physician used a set of 3 saf-t-pexy t-fasteners and placed them in the patient according to the directions for use; however in the recovery room two of the three saf-t-fasteners used popped off while the patient was in recovery. Additional information was received on 17-feb-2016 that stated, the patient did not have to go back to the operating room after the saf-t-fasteners broke because there were 6 total placed to anchor to the patient and therefore, 2 popping off still left 4 saf-t-fastners anchored in the patient. Additional information was received on 18-feb-2016 that states, this incident only involved one patient and there were 6 saf-t-fasteners involved with one patient. No additional information provided.

Manufacturer narrative:
The device history record for the lot number, aa5239r01, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.